Event description:
During the procedure with the patient on the table, the generator did not recognize the catheter and the case was cancelled. There were no signals getting to claris or the ensite system. Troubleshooting included, new connecting cables, catheters, power cycling, a new amp to ampere cable with no resolve. The case was cancelled with no consequences to the patient.

Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. Visual inspection of the returned generator confirmed all connectors, switches, and labels appeared to have no physical damage. All the mounting hardware was secured. Normal wear from use was observed on the exterior chassis. Ac power was applied and the unit completed the post (power on self test) successfully and the screen display came up normally. A load box was connected to the unit and the measured impedances were found to be normal. A catheter connection was simulated, and the unit connected without issue. Test ablations were performed, and the unit functioned normally. The system log files on the unit from the reported event date were reviewed and confirmed multiple instances of connection disconnection messages, however no conclusive abnormalities were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported communication issue and subsequent cancellation remain unknown.